Event description:
A system operator reports the laser stopped firing during a procedure at 95% completion. Additional info from the system operator indicates the remaining shots were fired on test paper and the procedure was not completed. The surgeon indicated the pt was not harmed or injured.

Manufacturer narrative:
Reporting of this complaint at this time is based on receipt of a letter from the FDA dated april 10, 2008 in which the agency informed alcon that complaint (event date: 2006) should have been reported as a serious injury MDR. As a result of that injury report, a 2-year reporting timeframe was initiated for all complaints of the same type. All complaint files for the ladarvision4000 were reviewed for this type of event starting 2006. This MDR filling is a result of that retrospective review. Determination of root cause: assessment: the surgeon declined service for this reported issue, so an on-site evaluation was not performed. A review of the surgery database identified the event as reported. Conclusion: although an on-site investigation was not performed, based on confirmation of the event in the surgery database and the results of prior investigations, the event was consistent with normal behavior of the thyratron technology and the root cause is most likely related to the thyratron.